Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed and there were no patient extensions in use. The patient had not disconnect prior to the alarm. All of the bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device. The care giver (cg) checked the lines and bags and found that the unused supply line clamp was open. The technical service representative (tsr) reviewed proper setup procedures. The cg cycled the power to clear the system error 2240, which was then followed by a system error 2367. The cg then ended therapy. The tsr had the home patient (hp) disconnect using aseptic technique and remove cassette. The care giver (cg) as to notify the hp's peritoneal dialysis registered nurse about the missed therapy as soon as possible. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error / open clamp. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This issue is being investigated through CAPA.